Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) restarted therapy in fill 1, and the hp was in the last fill with a fill volume (fv) of 799ml at the time of the call. When the hp restarted, she had not changed the bags and had only changed the set. The baxter technical services representative (tsr) ended therapy and referred the hp to her registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that she did not notice anything unusual about the supplies that may have caused the alarm that night. There were no samples available. She had spoken with her nurse about changing out a partial setup, and she now understand to always change out the full setup when needed. Proper procedures were reviewed, and therapy has been going well since.